Event description:
It was reported that the left ventricular (lv) lead had high thresholds. It was also reported that the device was at end of life (eol) in a little more than two years, most likely due to high lv output. The device did not meet expected longevity. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4196 implantable tachy lead, (B)(6) 2012. A 4076 implantable pacing lead, (B)(6) 2011. A 7121 competitor implantable tachy lead, (B)(6) 2012. (B)(4).